Manufacturer narrative:
Pt weight: unk. Event date: unk. Explant date: unk. Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2016 and seven days after the initial surgery, there was angle closure. The two iridotomies were patent but the surgeon added a third one and then another one to make it bigger. The reporter indicated to date, the patient has improved.

Manufacturer narrative:
(B)(4)